Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was undertaken a surgical intervention to explant and replace the system ipg as the device was suspected to have premature battery depletion. The pt had also experienced passivation and the flag was cleared a couple of times. No further pt complications were reported.